Manufacturer narrative:
Additional information: h3- device evaluation: lens returned in a micro-centrifuge vial; dry. Visual inspection found haptic stretched out with fibers. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4): off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -9.5 diopter, into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a same size different model lens due to refractive surprise. The problem was resolved. The cause of the event is reported as unknown.